Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. However, at the time of this clinical investigation, there have been no reported liberty select cycler malfunction or product deficiency associated with the patient¿s death. Based on the information available, the patient¿s cause of death cannot be established. However, it has been well-documented that patients with esrd on dialysis have a higher mortality risk than the general population. It is unknown if the patient had any other comorbid conditions that may have caused or contributed to the patient¿s death. The patient¿s death certificate and medical records have been requested. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
It was reported that a patient passed away during peritoneal dialysis (pd) treatment. The patient had surgery for a catheter removal and replacement within 24 hours of the reported event; the reason for the surgery was not provided. The patient expired during treatment and was found the following morning. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the cause of death is unknown and that a coroner¿s inquest is in progress. The pdrn stated that she did not know when to expect the results of the inquest. The pdrn stated that there was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s). The patient¿s cycler is being brought to the clinic to be picked up for manufacturer analysis. Additional information regarding the patient and the event was requested, however, not provided by the facility.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.